Event description:
It was reported that a remote monitoring transmission revealed an impedance warning for increased pacing impedance. A few days later, an x-ray revealed that the device had flipped over into an upside-down position, such that the lead was pulled back, and the helix had retracted somewhat. The lead was capped and replaced. It was further reported that the patient complained about the discomfort of the device, and "how easily it would flip around" and that it was "hard to get back into place." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).